Event description:
IV pump being used to administer solution on m/s pt. A very loud alarm sounded and alert read "2/xx" - rn unable to read all of alert as it did not stay on screen and wouldn't come up again when pump turned back on. IV pump removed from service and brought to don.